Manufacturer narrative:
As of the 26 september 2018, when the complaint analysis was completed, the following additional information was received: the ablation procedure was performed on the (B)(6) 2018. The patient then experienced complaints which were diagnosed as pericarditis on (B)(6) 2018. A summary mentioned: recent pericarditis; pericardeffusion after ablation. On (B)(6) 2018 the following was diagnosed/indicated by another hospital ((B)(6) hospital) as "probably a tamponade based on perforation during pvi." It was no confirmed what type of fluid (blood or another) was associated with the tamponade. The patient recovered after surgery. Sheaths used were the zurpaz from boston scientific with an outer diameter of 12f and an agiles nxt sheat with an outer diameter of 11f. It was not confirmed if any resistance felt while manoeuvring within the cardiac anatomy. It was not described by physician during the procedure. The product was not returned for review at the time of this report being completed. The device is not available for investigation and examination. It was therefore not possible to carry out any dimensional, functional, visual or microscopic examination on the device. Therefore, the as primary reported classification zurpaz - patient - pericardial effusion cannot be confirmed. Based on a review of the risk documentation and information available, no updates are required to the risk documentation for the zurpaz 8.5f steerable sheath. There is no indication of a potential processing or design failure associated with this complaint. This complaint has been escalated to the quality management team, as this complaint is reportable. A review of the manufacturing documentation could not be executed as the lot number is unknown. A batch ship history report for the reported upn was performed for the reporting customer. The three batches that were most recently shipped to the customer prior to the procedure date were (B)(4). (B)(6) review for (B)(4) is currently ongoing, once completed the complaint report will be updated accordingly. A similar trend review could not be executed as the lot number is unknown. A ship history was requested and it was not available at the time. If this information is received at a later date, this will be reviewed and the report will be updated accordingly in case it changes the conclusions. The complaint analysed classification has been assigned as (zurpaz- product not returned - complaint unable to confirm). From the information available, there is no evidence present to indicate that the device was not used per the directions for use/product label. Information printed on the inner and carton labels are accurate. The complaint reported classification has been assigned as zurpaz - patient - pericardial effusion. The complaint analysed classification has been assigned as zurpaz - product returned - complaint unable to confirm/no issue. Based on the complaint review and the event description for this complaint, the complaint (zurpaz - patient - pericardial effusion) could not be confirmed. The device was not returned for the investigation. Therefore, it was impossible to conduct visual and microscopic examination, dimensional and functional check or external evaluation. The complaint analysed classification has been assigned as (zurpaz- product not returned - complaint unable to confirm). There is no evidence of a potential processing or design failure associated with this complaint, no updates are required to the risk documentation for the zurpaz device. The complaint is reportable. Therefore, this complaint has been escalated to the quality management team. Based on the complaint review and the event description for this complaint, probable root-cause classification assigned to this complaint is 'undeterminable. The definition of 'undeterminable' is 'review and analysis of all available information fails to indicate a root cause or probable root cause.' Based on the above conclusion, no further escalation or corrective action is required at this time. Creganna medical will continue to monitor for these complaint types.

Event description:
It was reported that: the physician notified us on the fact that the patient had a surgical procedure for cardiac tamponade 2 months after the initial procedure. As three different disposables (orion/zurpaz/tacticath) have been in the left atrium; not sure if one of these contributed to the tamponade. The physician mentioned that the patient has also a history with radiation therapy for the treatment of cancer. Please inform local sales and clinical team if this event will be reported to the local competent authorities, to make adequate customer information possible. Not known product performance issue.

Manufacturer narrative:
1. A batch ship history report for the reported upn was performed for the reporting customer. The three batches that were most recently shipped to the customer prior to the procedure date were 455579, 449700 and 448314. 2. The ablation procedure was performed on (B)(6) 2018. The patient then experienced complaints which were diagnosed as pericarditis on (B)(6) 2018. A summary mentioned; recent pericarditis; pericard effusion after ablation. On (B)(6) 2018 the following was diagnosed/indicated by another hospital ((B)(6) hospital) as "probably a tamponade based on perforation during pvi. 3. It was not confirmed what type of fluid (blood or another) was associated with the tamponade. 4. The patient recovered after surgery. 5. Sheaths used were the zurpaz from boston scientific with an outer diameter of 12f and an agiles nxt sheat with an outer diameter of 11f. 6. It was not confirmed if any resistance felt while manoeuvring within the cardiac anatomy. It was not described by physician during the procedure. 7. It was confirmed that during procedure following devices were used: orion, zurpaz, tacticath, and agilis. The product was not returned for review at the time of this report being completed. The device is not available for investigation and examination. It was therefore not possible to carry out any dimensional, functional, visual or microscopic examination on the device. Therefore, the as primary reported classification zurpaz - patient - pericardial effusion cannot be confirmed. Based on a review of the risk documentation and information available, no updates are required to the risk documentation for the zurpaz 8.5f steerable sheath. There is no indication of a potential processing or design failure associated with this complaint. This complaint has been escalated to the quality management team, as this complaint is reportable. A similar trend review could not be executed as the lot number is unknown. A batch ship history report for the reported upn was performed for the reporting customer. The three batches that were most recently shipped to the customer prior to the procedure date were 455579, 449700 and 448314. A review of the manufacturing documentation for lot# 455579, lot# 449700 and lot# 448314 and all of its subcomponents was completed and found that the device met its material, assembly and product specifications at the time of release to distribution. The review of the router and subsequent sub assembly routers did not highlight any anomalies. A similar trend review could not be executed as the lot number is unknown. A ship history was requested and it was not available at the time. The three batches that were most recently shipped to the customer prior to the procedure date were 455579, 449700 and 448314. (B)(4) units from the lot, #4555579 were shipped to (B)(4) on 27 april 2018. (B)(4) units from the lot, #449700 were shipped to(B)(4) on 29 march 2018. (B)(4) units from the lot, #448314 were shipped (B)(4) on 22 march 2018. From the information available, there is no evidence present to indicate that the device was not used per the directions for use/product label. Information printed on the inner and carton labels are accurate. The complaint reported classification has been assigned as zurpaz - patient - pericardial effusion. The complaint analysed classification has been assigned as zurpaz - product returned - complaint unable to confirm/no issue. Based on the complaint review and the event description for this complaint, the complaint (zurpaz - patient - pericardial effusion) could not be confirmed. The device was not returned for the investigation. Therefore, it was impossible to conduct visual and microscopic examination, dimensional and functional check or external evaluation. The complaint analysed classification has been assigned as (zurpaz- product not returned - complaint unable to confirm). There is no evidence of a potential processing or design failure associated with this complaint, no updates are required to the risk documentation for the zurpaz device. The complaint is reportable. Therefore, this complaint has been escalated to the quality management team. Based on the complaint review and the event description for this complaint, probable root-cause classification assigned to this complaint is 'undeterminable'. The definition of 'undeterminable' per creganna medical procedure is: 'review and analysis of all available information fails to indicate a root cause or probable root cause.' Based on the above conclusion, no further escalation or corrective action is required at this time. Creganna medical will continue to monitor for these complaint types.

Event description:
It was reported that: the physician notified us on the fact that the patient had a surgical procedure for cardiac tamponade 2 months after the initial procedure. As three different disposables (orion/zurpaz/tacticath) have been in the left atrium; not sure if one of these contributed to the tamponade. The physician mentioned that the patient has also a history with radiation therapy for the treatment of cancer. Please inform local sales and clinical team if this event will be reported to the local competent authorities, to make adequate customer information possible. Not known product performance issue. Not known product performance issue. Not known product performance issue.